Event description:
Patient reported obtaining back-to-back blood glucose results of 96 mg/dl, 72mg/dl, and 552mg/dl, while using the suspect device. Patient indicated that, at the time the results were obtained, he was feeling like blood glucose was low. Patient reportedly self-treated by eating glucose tablets. No patient injury was reported. While on the line with technical support, quality testing was performed on the suspect device and the results fell outside of the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.